Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician in training achieved arteriotomy closure of a femoral artery using a starclose se device after an interventional procedure. Reportedly, following clip deployment, the device was difficult to remove from the patient's anatomy. In accordance with the instructions for use the access ports were used and the device was removed successfully from the patient anatomy. Hemostasis was achieved with the clip. There were no adverse patient effects reported. Though requested, no additional information was available.